Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 28oct2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Health professional reported right side malposition, capsular contracture baker grade iii, and double capsule. Device has been explanted. Per follow up with physician, the events of capsular contracture, malposition, and double capsule are due to "pt had a lot of breast changes after augmentation as pt got pregnant one month after implant." The events of malposition and double capsule are deemed not device related.